Manufacturer narrative:
Initial and final MDR(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states on 13-august-2024, it was reported that the patient encountered two infusion sets tubing detachment from hub. Patient replaced infusion set and resumed insulin successfully. No further information.